Event description:
The customer stated an architect i1000sr generated a falsely decreased cyclosporine result for one patient sample. The architect i1000sr analyzer generated an initial cyclosporine result of 83. The sample was repeated on a second architect i1000sr analyzer in the same laboratory and a cyclosporine result of 172 was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation was initiated to further investigate the customer issue including a review of the complaint text, a review of system logs and service history for the customer's device, a search for similar complaints, and a review of labeling. Customer system logs, precision studies, and levey-jennings reports for both architect i1000sr analyzers in the customer's laboratory revealed no possible cause for the erratic cyclosporine results. On (B)(4) 2010 an abbott field service representative cleaned build up on the wash zone manifold for the second analyzer mentioned in the complaint ticket. No adverse trend in conjunction with the complaint issue was identified. Labeling was reviewed and found to be adequate. Based on the evaluation, no product issue was identified for erratic architect cyclosporine results.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete. An investigation is in process.